Event description:
An endovive safety peg kits push method device was used during a peg placement procedure performed in 2008. According to the complainant, during the procedure, the scalpel stuck in the locked position (sheathed); it "would not open." Reportedly, the procedure was completed with another endovive safety peg kits push method device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The lot number is unknown; therefore, the device manufacture date cannot be determined. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the event is undetermined. The july 2008 15-month initial g-tube enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.